Event description:
Ous MDR - boston scientific received information that after an implantation period of approximately 55 months, oversensing was reported on both the atrial and ventricular channels. No adverse patient side effects had been reported. The device was reprogrammed and remained implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.